Event description:
It was reported that due to the expandable cage subsiding into the bone, a revision surgery was performed removing 2 rods and 6 screws.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluati0n. The implant did not appear to malfunction or perform in any way, which reduced the efficacy of the implant. It is likely that the implant was able to be inserted, expanded, and maintained height within the disc space. It was reported that the pain in the patient was caused by the subsidence of the cage. Which could be the result of many different clinical, pathologic, or anatomica l complications. The exact eause of the reported issue could not be determined. The following sections were updated: g7, h2, h6, and h1o. B4, e1, g6, h2, h6, h10.